Event description:
It was reported that pump experienced malfunction and displayed malf 12 without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged these instructions.